Event description:
It was reported that the device did not work, broke during procedure. Additional information was requested, but no further information could be provided. This report is being submitted based on the findings during investigation.

Manufacturer narrative:
The device was returned to the manufacturer with approximately 1cm of the distal tip of the inner sub-assembly broken off and returned with the device. Upon evaluation, the detached tip was examined under magnification and showed that some teeth of the cutting edge were bent at an extreme angle. There was no difficulty inserting and rotating what remained of the inner sub-assembly in the outer shaft, and there was no metal to metal contact. The device history record could not be reviewed for discrepancies as the lot number was not provided. The instructions for use state that "excessive pressure may cause cutters, shaver, or burrs to bend or break which may in turn cause harm to the patient and/or operating room staff" and "do not contact cutters, shavers, or burrs with metal objects as this may cause the device to break or shed metal."